Manufacturer narrative:
The device was not returned for investigation; therefore, this complaint cannot be confirmed. A review of the device history record revealed no production-related anomalies. The connection of the pressure relief to the stopcock and cp-50 is a customer-made connection; therefore, the connection may have been insecure or loose. A pack from lot pn26 was obtained and tested. The pressure relief valve was pressure tested and held pressures over 500 mmhg. The pressure relief valve was connected to the male/male connector and then to the stopcock on the top of the cp-50, to visually inspect the assembly. A crack pressure test was also performed on the line. All performance tests of the retention sample met specifications. From the available info, the cause of this complaint cannot be confirmed. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and f/u.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the cardioplegia pressure relief valve would not hold pressure and occlusion could not be verified. No pt involvement as this occurred during prime. The product was changed out. The surgery was completed successfully.